Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: was the sterility of the device compromised? Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Nvestigation summary :the product was returned to ethicon for evaluation. One foil packet was received for analysis. Product code vcp714d. To evaluate the condition of the returned sample, one side of the foil packet was noted to be broken on the sealed area. In this section was noted to be crushed as well. Due to the damages found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during by shipping or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The primary package of the suture was found damaged prior to use. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested